Event description:
The customer reported a probe diluent drip of less than two milliliters from a coulter ac-t diff analyzer. The leak was not contained in the instrument. Beckman coulter inc. Guided customer troubleshooting did not resolve the issue. The healthcare worker interfacing with the instrument was wearing personal protective equipment which included gloves and a laboratory coat. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was reviewed.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced vl10 and vic (vacuum isolator chamber), but the probe continued to drip. The fse replaced the rinse block which corrected the probe drip after cycling patient samples for verification. Upon completion of the necessary repairs the instrument was returned back into operation. The failure mode, which is attributed to the rinse block, has the potential upon recurrence, to cause discrepant results. (B)(4).